Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on heartstart xl+ defibrillator indicating that the device had failed the self-test. The rse evaluated the device remotely. It was determined that self-test indicates that the treatment implementation had failed. Customer was advised to clean the defibrillation handle electrode, replug the cable, and perform the operation check. After the recommended service, the device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was malfunction of the defibrillation handle electrode. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after performing the remote service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: remote support provided.